Event description:
No additional information.

Manufacturer narrative:
It was reported by the customer that IV tubing split into two pieces. One sample was submitted for quality evaluation. Visual inspection was conducted and the sample is separated at the lower pumping segment to the infusion set tubing. Further investigation indicates that there is no evidence of solvent on the tubing or inside the lower pumping segment fitting body. The customer complaint of separation was confirmed. Investigation moved to manufacturing for further evaluation. After the investigation along with manufacturing and quality operations team, the most possible root cause that generates a component separation is due an incorrect insertion of tubing to solvent dispenser by the production personnel. Similar issues have been identified by our manufacturing team, and a corrective action was taken to add an accessory to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Additionally a quality alert was issued to the production personnel to reinforce the correct practice for inserting the tubing into the solvent dispenser. The reported lot number for the inspected sample indicates that the sample was produced before the corrective measures had been put in place. A device history record review for model 2420-0007 lot number 24085376 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that IV tubing split into two pieces.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.